Event description:
It was reported that during a shoulder arthroscopy surgery the signal dropped the connection to the (B)(6), able to go through a procedure without using it anymore, not able to take pictures after the connection was lost. No backup device was available. No delay or patient injury reported.

Manufacturer narrative:
Additional information was received from the reporter on september 3, 2019 stating that the procedure was successfully completed with the same device. The reported malfunction ¿no picture¿ is related to the device inability to take still images and does not affect the live video. This malfunction does not have the potential to produce a serious injury or death, therefore the fact of not having a backup device did not impacted the procedure being executed. Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.